Event description:
Patient underwent a liver transplant approximately 6 months ago. Patient having discomfort past couple of months (not in the sponge location but the hernia location); CT was done to view the hernia and a retained lap sponge was found in the left lower quadrant. The patient returned for surgery to have it removed (along with scheduled umbilical hernia repair) approximately 2 days ago. Encapsulated, sterile abscess with minor adhesions to the small bowel was found and surgically removed. The patient had the hernia repair, no complications.